Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor was extrinsically distorted due to kinking/buckling and became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling and became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. It was also noted that the use of a competitor guidewire is contraindicated and the guidewire was not received in the lead at analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a competitor guide wire was inserted into the lead and could not be withdrawn from the lumen of the lead. As increasing traction was placed on the wire to remove the guide wire, the is-1 connector came apart from the lead body and the conductors started unraveling, coming out the proximal end of the lead. The lead was attempted to be implanted but not used. A new lead was implanted. No patient complications have been reported as a result of this event.